Manufacturer narrative:
Multiple attempts were made to obtain information regarding the patient, with no response was received. However, no patient harm or injury was reported. The international service engineer was dispatched on-site to check, no fault was found in the equipment, and no alarm was found. The noise may have been caused by too much dust on the fan. The international service engineer cleaned the dust from the cooling fan to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 30aug2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit has noise. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.